Event description:
In (B)(6) 2012, I was implanted with essure. I wasn't informed the device contained nickel, nor given any type of sensitivity test for it. The first adverse effect I noticed was that I would set off anti-theft devices upon entering/exiting stores, which was embarrassing. I was told by my implanting doctor that my periods would become lighter as a result. They did not. I've had to leave work several times to change clothes because they were so heavy, something I hadn't had to do in about 20 years. I also experience bleeding from my urethra. My skin is extremely dry, where as it used to be more oily, resulting in some sort of dermatitis or adult acne, although nothing my dermatologist prescribed me seemed to help. I have digestive issues that seemed to start after I had essure implanted, although my gastrologist cannot find the exact cause of my problems. I experience pelvic pain on a daily basis and have had a few utis too. My iron, hemoglobin and ferritin levels have been so low that I've had to receive IV iron infusions. I was the youngest person at the cancer center where I received the IV iron infusions and was even prescribed more than some patients receiving chemotherapy.